Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot # unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted on (B)(6) 2018 for a verify basic evaluation (be) trial for urge incontinence. It was reported that when the patient tried to raise the stimulation on the left side, a cannot provide your desired settings message was seen. When the patient was changed to the right side and got up to 8.4, they barely felt the stimulation and the cannot provide your setting message again came up. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Additional information received from the patient on feb. 22, 2018 reported that the lead had dislodged. It was unknown if there were any environmental/external/patient factors that may have led to the issue. As part of troubleshooting, the patient had spoke with their doctor. It was unknown if there were any interventions/actions taken to resolve the issue. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.